Event description:
Customer reported when the beveled cushion is removed there is a slippery substance on the surface on the floor not visible to the eye or touch. This was discovered during use but there was no incident or injury reported. More info received is that the staff is still having issues with the floor being slippery where the mats have been even after the cleaning solution was changed. The customer did not provide a date when this was discovered. There was no pt or staff incidents or injuries reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. (B)(4).